Manufacturer narrative:
The field service engineer inspected the analyzer and found that the gripper alarms occurred because the tip spot at the sample/reagent (s/r) probe was sticky. He cleaned the area and verified the gripper's performance with a successful gripper check. The investigation is ongoing.

Event description:
We received an allegation that the cobas e 411 analyzer (disk system) may have contributed to a delay in three parathyroid hormone (pth) assay results that were needed during three parathyroidectomies. The reporter stated that over the past three to four weeks, they have had three occurrences of gripper alarms, which caused a delay in reporting pth assay results. The alarm was reportedly "18-05-01: gripper couldn't pickup in pipette station - "cup pick up failed (vb). The gripper did not get a cup at vb position. P.stop: if the alarm takes place during operation. Stop: if the alarm takes place out of operation." The alarms reportedly stopped the analyzer, causing it not to give any results. They reportedly performed the necessary troubleshooting to be able to resume operation, so the analyzer could generate results again. The delays reportedly occurred during the mid-surgery of the parathyroidectomies and caused patients to be administered more anaesthesia and be under anaesthesia for slightly longer than what was originally anticipated. The reporter stated that patient 1 had the surgery on (B)(6) 2025, and the estimated time that the surgery was delayed was 40 minutes; patient 2 had the surgery on (B)(6) 2025, and the estimated time that the surgery was delayed was 20 minutes; and patient 3 had the surgery on (B)(6) 2026, and the estimated time that the surgery was delayed was 20 minutes.

Manufacturer narrative:
The investigation determined that a hardware issue had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.